Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to MFR report # 3005099803-2009-03738 for the other associated info. It was reported to boston scientific corp that a rf 3000 radiofrequency generator and a laveen needle electrode were used during a radiofrequency ablation (rfa) procedure performed on (B) (6)2009. According to the complainant, the grounding pads were positioned lower on the legs than recommended due to the pt's enlarged scrotum. The laveen needle was inserted and the ablation attempted, however, a pad error occurred. At this point, the pads were removed and the pt's skin was washed and dried. Upon application of new pads, the pad error once again occurred. The site applied pressure to the pads and taped them in place which appeared to resolve the issue. However, while attempting to proceed, an e90 error occurred. The procedure was not completed due to this event. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to provide the suspect device serial number; therefore, the device manufacture date is unk. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B) (4).